Event description:
The hcp, reported the pump was interrogated and "found that a motor stall occurred with 'stop pump period may exceed tube set.'" No alarms were activated. The pt was asymptomatic with no adverse effects. The pt reported he had an MRI about one month before this. The reservoir volume was checked and reported to be okay with the expected 3.0ml and the actual 3.5ml. The pt was sent home.